Manufacturer narrative:
On 10/02/2019, the mentor failure analysis lab received the device for evaluation. On 10/21/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: during analysis of the device, a rupture was noted in the anterior expanding to posterior view, measuring approximately 4.4 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Although no conclusion could be reached on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a patient was scheduled to undergo a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis when the implant ruptured during surgery. Rupture of the implant was visibly observed. The procedure was completed with another mentor memorygel breast implant 275cc gel breast prosthesis. There was no patient consequence.